Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, fold creases, and black particles in the device outer surface. A microscopic analysis and leak test were performed which identified two curved striated openings and wear abrasion. Based on the device analysis, the final assessment is two striated opening n the anterior/posterior side assessed as surgical damage. Additional, corrected, and/or changed data: d.9., h.3., h.6.

Event description:
Patient reported right side exchange due to concern with the product. Healthcare professional reported capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient product concern.

Event description:
Patient reported right side exchange due to concern with the product. Healthcare professional reported capsular contracture baker grade iii/IV. Device has been explanted.